Event description:
A customer contacted beckman coulter inc. (Bci) stating that the synchron cx/lx ggt kit was leaking due to the poor quality of the cartridge. No injury was reported.

Manufacturer narrative:
The customer was sent replacement.